Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgical team faced an issue with arm 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm to resolve the issue. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical team faced an issue with arm 2. They stated that they had to disable the arm2 to resume the surgery. The review of system event logs confirmed error 23008 pointing universal surgical manipulator (usm2). They stated that the surgeon will finish with 3 arms. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.